Manufacturer narrative:
Received one (1) new 126500490 microbore extension set for inspection. No damages or anomalies noted. The set was leak tested per product specifications. There was no leakage. The reported complaint of leakage could not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record for lot 13518314 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a microbore extension set - 5 inch, prepierced t-site. It was reported that all port sides are leaking. There was patient involvement and no adverse event or patient harm